Manufacturer narrative:
The returned device was thoroughly inspected and analyzed. Visual inspection identified no anomalies. The device was able to be interrogated and a memory download was performed successfully. The device was then exposed to simulated heart load conditions, and the defibrillation and sensing functions were tested. The device operated appropriately, according to its performance specifications with no out of range measurements or interruptions in therapy output. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) exhibited noise oversensing, leading into inappropriate shock. The field representative was able to reproduce the noise with isometrics, especially when the patient was doing planks. The patient is scheduled to see the cardiologist to reprogram the device. Furthermore, the device was reprogrammed and then explanted and replaced. No additional adverse patient effects were reported.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) exhibited noise oversensing, leading into inappropriate shock. The field representative was able to reproduce the noise with isometrics, especially when the patient was doing planks. The patient is scheduled to see the cardiologist to reprogram the device. Furthermore, the device was reprogrammed and then explanted and replaced. No additional adverse patient effects were reported.